Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample for evaluation. During visual inspection the pump segment assembly was observed to be damaged. Functional testing failed because the pump segment was damaged and could not connect to the pump. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was ¿broken¿ on an epidural spike set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.